Manufacturer narrative:
H3: one cadd solis vip pump was received with no physical damage found on the device. The event history log was reviewed and the error code was not found. The power up process and functional test were conducted and the error code 46507 was not able to be duplicated. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed error 46507. There were no injuries or adverse events reported.